Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at thwe time of the incident was 348 mg/dl and current blood glucose was 409 mg/dl. Customer treated high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The customer also stated that, the insulin pump had no delivery alarm and issue was resolved by troubleshooting. The infusion set cannula was bent. The device is not expected to be returned for analysis.